Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03867. It was reported that the burr became stuck on the rotawire. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After the first ablation when the devices were withdrawn outside the patient, it was noted that the rotawire was kinked and could not be removed from the burr. The devices were unable to be used for the second ablation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the wire broken near to the distal section at 328cm from the proximal section. The spring tip was returned. Also it has the wire kinked in the middle of the device. The over all guide wire length couldn't be measured due to the device condition. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03867. It was reported that the burr became stuck on the rotawire. The target lesion was located in the coronary artery. A 1.25mm rotalink plus and rotawire were used and advanced to treat the target lesion. After the first ablation when the devices were withdrawn outside the patient, it was noted that the rotawire was kinked and could not be removed from the burr. The devices were unable to be used for the second ablation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.